Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. (B)(4). Catalog number: balloon: 72400024, pump: 72404127. (B)(4). Expiration date: balloon: 04/21/2019, pump: 05/10/2015. Manufacture date: balloon: 05/12/2014, pump: 05/27/2014.

Event description:
It was reported that the patient experienced recurring incontinence due to tissue atrophy from their artificial urinary sphincter. The system was replaced with a 3.5cm cuff, 61-70 cmh2o balloon, and control pump. The patient was doing well. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.